Event description:
The patient reported via the manufacturer representative the device was overdischarged (second occurrence) as the patient had not charged since (B)(6) 2015, following a car accident. A trickle charge was performed and all impendence's except electrode zero were within normal range. Zero electrode was greater than 10000 ohms; checked with amplitude 0.7 volts. The zero electrode was not in use. Excellent bilateral coverage when turning the system on, so no reprogramming needed at this time. Patient education was provided. The issue was resolved. The patient outcome was alive with no injury. The indication for therapy was radicular pain syndrome(radiculopathies) and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.